Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of about high blood results. Performed blood tests - 508 mg/dl, "hi", "hi", "hi" and 494 mg/dl. No adverse event reported.